Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned for analysis were two deployed stents (measuring 10x80 mm) only. One stent (stent a) was inserted inside the other stent (stent b). During analysis, the stents were able to be separated with ease. No issues were noted with the profile of stent a; however, two holes measuring approximately 1 mm in diameter were present in the stent cover. Stent b, was severely damaged and kinked for a distance of 25 mm from the retrieval loop end of the stent. It was noted that the retrieval loop wires were broken. The stent cover was severely degraded along the length of the stent and dried material was also present on the exterior of the cover. No other issues were noted during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-07981. It was reported that stent blockage occurred. A patient had a liver transplant and anastomotic stricture and post procedure, two 10mmx80mm wallflex¿ biliary transhepatic stents were placed. One stent was in the right hepatic duct and the other was in the left hepatic duct. The patient presented with symptoms of cholangitis and jaundice. That day, during an endoscopic retrograde cholangiopancreatography (ercp) with dual metal stent placement, the physician attempted to remove the 10mmx80mm wallflex¿ biliary transhepatic stents, but it appeared that the stents have some form of in growth at the top end. The physician decided not to apply force and place two further metal stents within these stents to avoid causing pressure necrosis and aiding stent removal at a later date. The patient was treated with antibiotics, but was readmitted later with cholangitis. One of the stents was successfully removed and one stent remained in the patient because there was removal difficulty and stent damage.

Event description:
Same case as MDR ID: 2134265-2014-07981. It was reported that stent blockage occurred. A patient had a liver transplant and anastomotic stricture and post procedure, two 10mmx80mm wallflex¿ biliary transhepatic stents were placed. One stent was in the right hepatic duct and the other was in the left hepatic duct. The patient presented with symptoms of cholangitis and jaundice. That day, during an endoscopic retrograde cholangiopancreatography (ercp) with dual metal stent placement, the physician attempted to remove the 10mmx80mm wallflex¿ biliary transhepatic stents, but it appeared that the stents have some form of in growth at the top end. The physician decided not to apply force and place two further metal stents within these stents to avoid causing pressure necrosis and aiding stent removal at a later date. The patient was treated with antibiotics, but was readmitted later with cholangitis. One of the stents was successfully removed and one stent remained in the patient because there was removal difficulty and stent damage.